Event description:
It was reported that the subject device (balloon) leaked and ruptured on the second inflation. There was no clinical consequence to the patient.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned, therefore physical and functional tests could not be performed. As per the additional information, there were no difficulties during inflation/deflation of the balloon during preparation. The patients anatomy was highly tortuous. It is probable that the balloon was damaged during advancement as a result of the high tortuousity, causing the as reported event. An assignable cause of procedural factors will be assigned to the as reported event, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the device directions for use (dfu) but due to procedural and/or anatomical factors during use, the product performance was limited.

Manufacturer narrative:
The subject device is unavailable.

Event description:
It was reported that the subject device (balloon) leaked and ruptured on the second inflation. There was no clinical consequence to the patient.